Event description:
Per independent repair center statement, the irc5po2v concentrator alarm does not function. The key failure was a faulty power switch on the control panel. Additional malfunction was a missing intake filter.